Event description:
It was reported that patient was revised on a right knee due to unknown reason. Surgeon removed and replaced insert.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown scorpio size 11 poly insert 8 mm.an evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.